Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device migrated and the patient gets dizzy and passes out. Follow up information was received and indicated that a pocket revision was done three months post implant and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device migrated and the patient gets dizzy and passes out. Follow up information was received and indicated that a pocket revision was done (B)(6) post implant and the device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was removed due to patient discomfort along with discoloration at the implant site. The device was not replaced as no arrhythmias were detected while wearing the cardiac monitor.